Manufacturer narrative:
Unit passed the displacement test. Active current measurement within specifications. Unit received with high sleep current measurement due to corroded battery tube assembly. The power management tool confirmed power error detected alarm, low battery alert, replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked retainer and fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received low battery alert in less than one week . No harm requiring medical intervention was reported. The device will be returned for analysis.